Manufacturer narrative:
The device evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and the bladder underwent microscopic evaluation. The reported event was verified as the bladder was found to have ruptured. The cause of this event could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured. The event occurred during filling with 5fu diluted with sodium chloride (doses and volumes not reported). There was no patient involvement. No additional information is available.